Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effect of unchanged mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided the reported slda is likely a result of patient anatomy. The reported unchanged mr is the result of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3-4. Post deployment of the first mitraclip, it was noted the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). Another clip was unable to be implanted due to the poor quality of the leaflets therefore the procedure was aborted with the mr remaining at 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.